Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus not delivered or unexpected insulin flow blocked alarms noted. The device was received with cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the bolus was not delivered. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.